Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/05/2020.

Event description:
It was reported that the ventilator displayed multiple error messages on the screen. Additional information has been requested. The ventilator was being used on a patient at the time of the reported event; however, no patient harm was reported. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the power management board to address the reported issue and the fan filter air filter. The unit was checked overall, run in tested, cleaned, and functionally tested, and no abnormality was confirmed.